Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that this report is based on information provided by the hospital's clinical engineering. Set up the device with a handpiece and operated forwards/backwards and oscillate lock at different speeds. Kept the forward pedal pressed while moving the foot pedal cable and the handpiece suddenly sped up from 1000 to 2500 and wouldn't stop, turned off the unit to reset it. It was reported that the engineer set up the unit with a handpiece and operated forwards/backwards and oscillate lock at different speeds, then kept the forward pedal pressed while moving the foot pedal cable and the handpiece suddenly sped up from 1000 to 2500 and would not stop. The reported issues were confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the right foot pedal was unresponsive. The engineer set up the unit with a handpiece and operated forwards/backwards and oscillate lock at different speeds, then kept the forward pedal pressed while moving the foot pedal cable and the handpiece suddenly sped up from 1000 to 2500 and would not stop. The unit had to be turned off to reset it. The issue occurred twice but was very intermittent. There were no error codes displayed. There was no patient involvement.

Manufacturer narrative:
D.10. Concomitant products: 7209808, 7209808 truclear control unit (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.